Manufacturer narrative:
Pt info is not available from the site at this time. The surgeon stated the reference frame may have been bumped. System checked out with phantom and found to be fully functional.

Event description:
A surgeon reported that when taking a confirmation spin with the o-arm, it was found that the screws were not placed correctly. One of the screws had to be re-set. There was no negative impact to the pt.